Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had an alert for charge time limit reached. The alert showed a measurement in (B)(6) for 9.4 seconds. It was explained that the time shown only reflects the first phase of charging, and may have been truly out of range overall. Capacitor maintenance was performed in clinic and the charge time was in range. Device will continue to be monitored for charge times. The patient has not experienced any symptoms.